Event description:
Robotic endowrist 45 stapler was placed on a renal artery during a left nephroureterectomy. The stapler was clamped, and needed to be repositioned but would not open or respond to the controls on the robotic console and robot cart. An emergency stapler wrench was used to open the stapler, another stapler was immediately obtained, and hemostasis was preserved. The stapler number was (B)(4). Service coordinator and intuitive rep were notified. Stapler was labeled and removed from the sterile field. Manufacturer response: for robotic endowrist stapler, (brand not provided) (per site reporter). No response yet.